Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 10ml 21g 1-1/4in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: excess oil in syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-23. H6: investigation summary: 2 samples were returned to sbdm, lot number is 1006082. Silicone lubricant weight: sbdm took a silicone lubricant test according to article no. 9, medical device regulatory standard, testing method of silicone lubricant. Silicon in the medical device spec: below 0.25 mg per inner size. Results of test: both test results met the regulatory standard on medical device manufacturing. Since the silicone lubricant volume comes to approximately 0.25mg per inner size , the customer may think that silicone volume is excessive. House sample inspection: sbdm inspected total 30 house samples from lots 1005282, 1006082 & 1006182, there was no defective product found in them. DHR review: sbdm reviewed the manufacturing record of complaint case, there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm review the customer complaint record of complaint sample, there is similar issue of the similar product from other customer. Root cause: in the syringe 10ml 21g 1-1/4in manufacturing process, sbdm is controlling internal standard on the silicone lubricant volume as below 0.2500mg, that is more tightened control point than the current medical device regulatory guideline. It is likely that while syringe stopper is moving up and down, the silicone would be accumulated, and it seems excess oil on the bottom of barrel. That may make the customer thought silicone volume is excessive. Or the air pressure in the silicone spray valve was temporary too high due to stock of silicone oil. And it causes too much oil in the syringe.

Event description:
It was reported that 2 syringe 10ml 21g 1-1/4in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: excess oil in syringe.